Manufacturer narrative:
The right ventricular lead was successfully repositioned and remains in service. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that two days post implant, this right ventricular lead exhibited high thresholds due to dislodgement. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No adverse patient effects were reported.